Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) with the homechoice (hc) machine during dwell 1. The bag had fallen off the table and disconnected. It was explained to the patient to make sure the spikes in the bags are entirely in and set bags where they cannot fall off and disconnect. The patient ended therapy and stated he would skip therapy this night because it was too late. The patient would inform the doctor of the incident. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with peritoneal dialysis nurse (pdn) on (B)(6) 2010, who verified there was no patient injury or medical intervention associated with this incident. This complaint for a system error 2240 (air in set) that occurred during dwell 1 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The bag had fallen of the table and disconnected. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).